Event description:
Ous MDR - it was reported that the patient received 6 shocks. The lead had been implanted for about 72 months and was explanted. This ICD remains implanted. Apart from the event description, no further adverse patient side effects have been reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned programmer printout. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The programmer printout of the ICD was checked, and interference in the right-ventricular channel was visible in the available iegms, which led to 34 charge processes and seven shock deliveries between (B)(6) 2013. In addition, the increase in the right-ventricular pacing impedance that was described in the clinical observation could be confirmed. However, there was no indication of a device malfunction of the ICD.